Event description:
It was reported that the patient had a history of high impedance measurements. No high voltage therapy was received. The svc to can egm was noisy. The patient was not compliant and did not care to have an x-ray. The physician elected to turn off the svc coil.

Manufacturer narrative:
Na